Event description:
Event description guidant received information that the pacing impedance was fluctuating and elevated to an out-of-range level. A loss of left ventricular (lv) capture was noted. Noise was observed resulting in pacemaker inhbition.